Event description:
Philips received a complaint from the service engineer, reporting that the navigation ring was faulty. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
Upon further investigation of the complaint and discovery of additional information, it was determined that this record is the continuation of a navigation ring complaint that was assessed as not reportable due to the rationale below: there were no items or values that were adjusted without pressing any buttons. It was possible to adjust values, confirm, and cancel operations on the touch screen. There was no occurrence of the prescription being changed automatically without any input. Per the instructions for use, the primary means of device parameter adjustment is the touchscreen. The touchscreen operated as designed by allowing the end user to manipulate the device settings as intended. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. This record was only created for the replacement part required for the original navigation ring case. Therefore, the reported issue is no longer reportable and is redacted.